Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using fluency plus stents to treat stenosis of the iliofemoral artery in the lower extremity. During the implantation of vascular covered stent to achieve consistent expansion of the common iliac artery, it was discovered after implantation that the stent could not be fully deployed. The procedure was subsequently completed using an alternative device. There was no reported patient injury.